Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead failed to capture and exhibited low pacing impedance. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of low lead impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Visual inspection, x-ray examination, electrical test and impedance test were normal with no anomalies noted.